Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited low pacing impedance, and it was not capturing at maximum output. Insulation damage was also suspected on right atrial lead. During procedure, it was also noted that, right atrial (ra) and right ventricular (rv) leads adhered to each other and could not be disconnected. Both leads were explanted and replaced with the new leads. Patient condition was stable.